Event description:
It was reported that during implant the right stimloc base was cracked. After the healthcare professional (hcp) locked the lead and seated the stimloc cap, the base was found to be cracked. The hcp proceeded with implant and closed the incision. The patient was fine and lead placement was fine per a CT scan.

Manufacturer narrative:
Concomitant medical products: product ID 924256, lot# 0822134114a, implanted: (B)(6) 2015, product type: accessory. (B)(4).